Event description:
It was reported that the procedure was to treat a mildly tortuosity, heavily calcified, 99% stenosis, concentric, de novo in the mid right coronary artery (rca). The 1.20x6 mm mini trek was advanced; however, ruptured during first inflation at 3 atmospheres. Resistance was noted during advancement due to heavy calcification; however, no resistance during removal. The balloon was changed to a nc tenku 3.0mm and successfully inflated. The xience xpedition was implanted and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.